Event description:
It was reported that the patient presented for in-clinic follow-up. Upon device interrogation, high capture threshold was exhibited by the left ventricular lead. A subsequent chest x-ray revealed that the lead had dislodged due to twiddler's syndrome. The patient was scheduled for revision and the lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events were dislodgement and inadequate capture. As received, a complete lead was returned for analysis. The s-curve measured within product specification. The reported event of inadequate capture was not confirmed. Electrical tests did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.